Manufacturer narrative:
Patient weight not available. Device not returned to manufacturer. Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is a final report.

Event description:
A report was received that the patient received a dime-sized burn while charging the ipg. The patient fell asleep while charging. Current labelling warns against sleeping while charging. The physician recommended neosporin. The patient is reportedly doing well after the treatment.